Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Error code 1003 was confirmed to be a refult of radio frequency errors and high resistance connections.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this device experienced dizziness and pre-syncope. Upon investigation, it was noted this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also noted that the patient had multiple non-sustained ventricular tachycardia episodes that were suspected to be a result of oversensing. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.